Event description:
Approximately 9-10am customer's blood glucose reading = 140mg/dl. Customer went to the doctor around 2pm. Doctor could not read blood glucose result because the elevated high reading. Customer sent to hospital blood glucose reading = >600mg/dl. Hospital administered insulin. Glucose strips were expired. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.